Manufacturer narrative:
(B)(4). Date sent: 12/7/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Are you able to provide details on how the device was removed from the patient? Did the jaws eventually open?

Event description:
It was reported that after the stapler was fired, the blade did not back; so jaw was not opened. Patient consequence? :no.

Manufacturer narrative:
(B)(4). Batch # n5619m. Device evaluation: the analysis results showed that one gst60w reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device was not returned. The test device and reload opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.